Event description:
It was reported that (B)(6) 2011, the patient received a promus stent implant. The patient presented (B)(6) 2012 with chest pain. Angiographic images showed a stent fracture. It was noted that the patient also needed a pacemaker and has been scheduled for a procedure in one week. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.